Event description:
A break in the retention dome during traction removal. The indwelling period was 126 days. The dome portion fell into the stomach, and the catheter was discarded by the user. Since the facility had no endoscope equipment, the remaining dome portion would be watched closely under x-ray.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.